Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0868 inches. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. There were no "no delivery alarm" noted on the event date 24-mar-2024 in the pump history file on the primary svn (B)(6) . The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly or calibration anomaly noted. The pump properly paired to minimed mobile app on an iphone and the pump uploaded successfully to carelink personal. The carelink personal was accessed and successfully generated summary reports without any errors. No unexpected error message during the upload or report generation noted. No com pump to mobile - not confirmed. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, peeling serial number label, scratched keypad overlay, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the first 10 boluses listed on the event date 24-mar-2024 in the pump history file on the primary svn (B)(6) . (B)(6) 2024 03:57:57.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 45000 (4.5 u) bolusamountdelivered: 45000 (4.5 u) (B)(6) 2024 09:09:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6) 2024 09:14:41.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) (B)(6) 2024 09:19:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) (B)(6) 2024 09:24:45.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2250 (0.225 u) bolusamountdelivered: 2250 (0.225 u) (B)(6) 2024 09:29:41.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2500 (0.25 u) bolusamountdelivered: 2500 (0.25 u) (B)(6) 2024 09:34:43.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2250 (0.225 u) bolusamountdelivered: 2250 (0.225 u) (B)(6) 2024 09:39:41.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2250 (0.225 u) bolusamountdelivered: 2250 (0.225 u) (B)(6) 2024 09:44:41.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2250 (0.225 u) bolusamountdelivered: 2250 (0.225 u) (B)(6) 2024 09:49:41.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2500 (0.25 u) bolusamountdelivered: 2500 (0.25 u) please see below for the daily total of all insulin delivered on the event date 24-mar-2024 in the pump history file on the primary svn (B)(6) . (B)(6) 2024 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered: 197750 (19.775 u) dailytotalofbasalinsulindelivered: 152750 (15.275 u) dailytotalofbolusinsulindelivered: 45000 (4.5 u) there were no autosuspend (12) alarm noted in the pump history file. Please see below for the usersuspended (2) alarm noted on the event date 24-mar-2024 in the pump history file on the primary svn (B)(6) . (B)(6) 2024 10:35:27.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 24-mar-2024 in the pump history file on the primary svn (B)(6) . (B)(6) 2024 01:30:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2024 18:50:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2024 19:00:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert (780) not confirmed. Please see data pertaining to svn (B)(6) and event date (B)(6) 2024 below. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date (B)(6) 2024 in the pump history file on svn (B)(6) . (B)(6) 2024 03:05:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2024 04:30:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2024 04:52:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2024 06:12:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2024 06:34:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert (780) not confirmed. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Insulin flow blocked alarm/no delivery alarm not confirmed. No com pump to mobile - not confirmed. Battery cap cracked/damaged not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer claimed that the pump was not delivering. The customer reported a blood glucose value of 300 mg/dl. The customer reported hyperglycemia, diabetic ketoacidosis, and hyperglycemia treated with manual injection/insulin pen, hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). The customer reported the following led up to the event: high blood glucose document treatment for high blood glucose: insulin drips. The event involved product(s) mmt-1880, mmt-378a, mmt-7020a, mmt-332a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer declined to continue with troubleshooting. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-378a. No product return is required for mmt-7020a. No product return is required for mmt-332a. It was unknown whether the customer will continue or discontinue to use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.